Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, about two months after a recent surgery in (B)(6) 2012, the patient had experienced baclofen withdrawal and specifically mentioned a particular bad night of withdrawal. After running some tests, it was stated that the physician found the catheter had kinked. The patient was looking to have a catheter revision, but the hospital she primarily visited doesn't implant the brand of catheter she wanted. It was also stated that the patient would get "spinal fluid headaches" every time she had a surgery there. At the time of report, the patient was on oral baclofen, but it was noted that the amount the patient could ingest was limited due to the nausea and tiredness that would accompany higher doses. Additionally, it was noted that the patient had hurt her knee, though it was unclear if this was related to the event. Twelve days later, it was reported that the tubing was "broken", though this seemed to reference the kink rather than an actual break. It was also noted that the catheter was confirmed to be "broken" as of (B)(6) 2013. One day after that, it was reported that the patient was still having problems scheduling a catheter replacement, as the physician did not want to use the catheter that the patient wanted implanted. Additionally, suspicion was noted that it the catheter issues could possibly be related to something the patient was doing. The drug used in this system was baclofen.

Event description:
Additional information revealed the patient had worsened and increased spasticity, and had a catheter revision. The cause of the event was said to be a possible catheter disconnection or migration at the proximal pump segment. A catheter dye study was done on (B)(6) 2013. The results were reported as the following. There was positive radiotracer activity 24 hours after the dye study. There was ¿minimal activity¿ 48 hours post dye study and ¿no activity¿ in the proximal tubing, 72 hours post dye study. The patient was hospitalized, but was said to have recovered without sequela.